Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing. The pump was received with cracked battery tube thread and cracked reservoir tube lip. There was no frozen screen noted.

Event description:
The customer reported via phone call of inoperable buttons on their insulin pump. Customer states that the pump got stuck on the bolus menu screen. The customer's blood glucose was 130mg/dl. Customer was advised to discontinue use of pump, and that the pump would have to be replaced.